Event description:
During biomed testing the device powered on without display. There was no pt involvement in the reported malfunction. Subsequent testing of the device was unable to duplicate the malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and observed proper operation during functional and performance testing. The reported malfunction was not replicated or confirmed. The device was returned to the customer.